Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to the hospital with redness and swelling on their sternal incision. The patient was diagnosed with methicillin-susceptible staphylococcus aureus (mssa) bacteremia on (B)(6) 2025 with concerns for sternal wound versus deeper infection. It was determined to be a deep soft tissue infection/abscess related to the mssa bacteremia. The patient underwent an incision and drainage procedure on (B)(6) 2025.